Manufacturer narrative:
Batch review performed on 22 april 2021 lot 2004245: (B)(4) items manufactured and released on 21-august-2020. Expiration date: 2025-08-06. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event clinical evaluation performed by medical affairs director: intraoperative femoral fracture during primary tha surgery. From the images supplied, the femoral stem may have been oversized, perhaps due to insufficient bone quality that was giving a sense onf instability to the surgeon when fitting the stem. The lengthening of the index hip is probably related to the oversizing too. We see no reason to suspect a defective device in this case.

Event description:
Spiral femur bone fracture happened during surgery.